Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 15.7 mmol/l at the time of the call. The customer stated that they had already changed the reservoir on their insulin pump. The customer was also advised to change their infusion set and to call back if the issue persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.